Event description:
The care giver reported to a baxter representative a condition of one mini-cap, disconnect w/pvp-1solution that was alleged to have fallen off of the catheter. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available. Product surveillance contacted the home patient's (hp) registered nurse (rn) on (B)(4) 2012 regarding the report of the mini caps coming off the transfer set. The rn stated that the hp had come in to the clinic because the mini cap had fallen off. The rn stated that she had replaced the transfer set and put another mini cap on the hp of the same lot. The hp later reported that the mini cap was loose. The hp went back to the clinic and the rn said she replaced the transfer set a second time. The mini cap was loose again. The rn stated that the once the hp received a new box of mini caps he no longer had the issue. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available. Product surveillance contacted the caregiver (cg) on (B)(4) 2012 regarding the report of loose mini caps. The cg stated that the issue was resolved, when they received the new box of mini caps. The cg stated that they had used 6 out of the box before the new box arrived. The cg stated that she discarded all the used samples but still had the unused caps and would hold them for evaluation. The cg said she did not notice anything wrong with the caps. The cg stated that the home patient (hp) was new to dialysis. Per cg, the home patient did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was provided, a batch review will be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation and no root cause can be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.